Event description:
Additional information was received on (B)(4) 2014 that the sleep apnea was believed to be a pre-existing condition and unrelated to vns.

Event description:
Clinic notes dated (B)(6) 2013 were received on (B)(4) 2013. The notes indicated that this patient had a past medical history of sleep apnea. Attempts for additional information have been unsuccessful.